Event description:
In 2006, patient had hysterectomy after which dermabond topical skin adhesive was used to close incision, and wound strips were applied on top and then a dressing on top of that. Patient was instructed on the first day post-op to take a shower and soak the area. Strips were wet and the dermabond came off. Doctor replaced the wound strips and dressing. Patient was discharged 2 days after surgery, and instructed to apply more bandages. Five days later, wound was open and wet and required more dressing. Home care nurse measured wound at 11cm x 3 .5cm. A regimen of wet dressings was prescribed followed by a wound vac. Patient states that she is upset with the care of the nursing staff, and the home-going instructions for postoperative wound care that were given to her because this postoperative result affected the results of a previous "tummy tuck."

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The event description indicates that post-operative instructions were contrary to product directions for use. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that patients treated with dermabond topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed. Patients should be instructed not to go swimming during this period.